Manufacturer narrative:
Service representative replaced the front panel and power supply. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported a white display on the passport 2 monitor which may have resulted in a loss of monitoring. No patient injury was reported.